Event description:
Irn# (B)(4). Incident occurred in italy. Upon completion of the procedure, during catheter withdrawal, the distal tip of the catheter was retained within the patient.

Manufacturer narrative:
Irn# (B)(4). Incident occurred in italy. This case is considered as closed. If further information becomes available a follow up report will be sent to the agency.

Manufacturer narrative:
Irn#(B)(4). Incident occurred in italy. The final results will be sent to agency after investigation of affected device.

Event description:
Irn#(B)(4). Incident occurred in italy. Upon completion of the procedure, during catheter withdrawal, the distal tip of the catheter was retained within the patient.